Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Cse found that the waste bottle was damaged at the spigot. The waste bottle was replaced, and the system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported a leak near the rear of the waste containers during a wash procedure on their advia centaur xpt instrument. Customer stated there was a report of a lab personnel slipping on the leak. The lab personnel was not hurt and did not seek medical intervention. Personal protective equipment (ppe) was worn and there was no biohazard exposure. The leak was contained and cleaned. Patient sampling results were not affected. There are no known reports of patient intervention or adverse health consequences due to the issue.